Event description:
With a 5mm 30degrees telescope (stryker) and 988 ch connected to x700 (70% light-output), the surgeon was performing the surgery. Three hours later, he noticed that the end of the scope was touching and scorching the internal tissue near the esophagus of the patient. The tip of the scope was also scorched. When he lowered the lightsource's output to 50%, it ceased scorching.